Manufacturer narrative:
Concomitant medical products: enlw1616c93e, sn (B)(4); enew2020c82e, sn (B)(4); enlw1620c124e, sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, three years and two months post index procedure the patient expired. No additional sequelae were reported.

Event description:
Additional information received as follows: the investigator indicated that the primary cause of the patient death was unknown and that the death was not related to the device and not related to the procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.